Event description:
Related manufacturer reference number: 2017865-2022-12342. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited over-sensed noise leading to pacing inhibition. The patient was brought for an in clinic check. Upon review, it was determined that the patient fell and the implantable cardioverter defibrillator moved in the chest. A lead fracture was suspected as a result. The device was explanted and replaced. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.

Manufacturer narrative:
The device was returned due to device migration. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.